Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Evaluation of images provided confirmed that the articular surface post had fractured, however, the reported polyethylene wear of the patella could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address post-operative articular surface implant fracture accompanied by pain and instability approximately eleven (11) years post-operatively. During the procedure, the patellar implant was also noted to be worn, so the surgeon elected to revise the patella as well. No additional patient consequences were reported. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - nexgen all poly patella 35mm catalog #: 00597206535 lot #: 62587978, unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.